Manufacturer narrative:
The initial report submitted was created in error.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had, excessive vomiting and diarrhea due to gastroenteritis. Customer was taken to the emergency room on (B)(6), 2016 with negative ketones. Customer's blood glucose was in the 100 mg/dl. Customer was treated and released. Customer's diarrhea persisted and was taken back to the hospital on (B)(6) 2016 and was admitted.